Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that skin allergy to chlorhexidine. Verbatim: external reference # (B)(4). Medwatch report: skin allergy to chlorhexidine [drug allergy] on an unreported date in 2021, the patient had skin allergy to chlorhexidine (drug hypersensitivity). Co-suspect medication included chlorhexidine.

Manufacturer narrative:
No additional information was provided by the united therapeutics. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings. H3 other text : see narrative below.

Event description:
It was reported that skin allergy to chlorhexidine. Verbatim: external reference # (B)(4). Medwatch report skin allergy to chlorhexidine [drug allergy]. On an unreported date in 2021, the patient had skin allergy to chlorhexidine (drug hypersensitivity). Co-suspect medication included chlorhexidine.